Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct the previous reported event as no psuedonyrsum occurred and the patient's procedure was completed without injury. A was discovered and confirmed on the reporter's complaint form. Additionally, the device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident.

Event description:
The physician reported that a patient developed a pseudoaneurysm post discharge. The patient had undergone a procedure using the vascade mvp, which was inserted through a 5 french sheath. The performing doctor reported that they were unable to gain temporary hemostasis despite multiple troubleshooting attempts. The mvp was removed, and the disc was noted to be damaged. The patient was treated for the reported complication. No further details were provided.

Manufacturer narrative:
The vascade mvp 800-612c was not returned for evaluation. Since the vascade mvp lot number was not provided the device's manufacturing records cannot be reviewed. Per the vascade mvp IFU pseudoaneurysm is a complications that may occur and may be related to the procedure or the vascular closure.